Event description:
Information was received from a patient with an implantable neurostimulator for non-malignant pain. The patient was in pain, and it was reported that the patient was supposed to have a replacement on (B)(6). However, the surgery was cancelled by the hospital. Per the patient, the hospital no longer implants neurostimulators.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.